Event description:
It was reported that the device was intermittently undersensing an induced vf episode during a generator changeout due to normal eri. Patient required external defibrillation. Programming changes were made to the device and the patient was induced again. Device appropriately detected and converted the patient. Patient was stable following the event and will be followed normally.

Manufacturer narrative:
(B)(4)